Manufacturer narrative:
A manufacturing representative went to the site to test the equipment. The monitor dvi cable was found to be loose. The cable was tightened and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) monitor was not displaying anything. It was noted that after troubleshooting, the manufacturing representatives were investigating the monitor or the computer video card as potential causes of the issue. Upon further review of the mvs, it was discovered that the dvi cable leading to the monitor was not fastened tight enough. After tightening, the monitor came back on. There was no patient involved.